Event description:
"While doing a laproscopic cholecystectomy the surgeon found the o ring to the trocar lying in the pt's abdominal cavity. He used a grasper to retrieve the ring and removed it from the abdomen."